Event description:
The user facility reports incidents of leaks around the transducer protectors which cause fluctuation in chamber levels. Due to potential contamination, the blood volumes in two extracorporeal circuits were discarded when air entered the circuit and staff could not remove. The facility has refused to provide patient initials, sex, age, wt, and date of the incident.